Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual evaluation: visual analysis of the photographs identified: yellow particles on the surface shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Reason for reoperation: infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported: a textured implant was removed from the left breast. This was completely intact. There was no free fluid in the pocket and the capsule although slightly thick but not clinically significant showed evidence of biofilm which was removed. Left side.